Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided complete pump reset information and assisted the caller with a pump reset.